Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The male luer of the primary IV tubing cracked into several pieces while trying to connect it to the nexiva bd "j- loop". There have been no details provided by the customer and no reported patient harm.